Event description:
There was no patient involvement in this event. This device malfunctioned because the status indicator was not flashing and the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009. The pad-pak was then removed and re-inserted on (B)(6) 2009. The device then performed successfully until (B)(6) 2011. The real time clock stopped on this date. During (B)(6) 2009 and (B)(6) 2011 the device was manually switched on several times. This events were less than a minute long. In (B)(6) 2010 the device failed self tests due to a low battery. The temperature at the time of these fails was sub zero indicating the device was being inadequately stored. The fault was caused by the coin cell which powers the real time clock, becoming partially detached from the printed circuit board. It likely became detached as a result of the device being dropped. The inadequate storage of the device has been known to have a detrimental effect on the device membrane. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.